Manufacturer narrative:
Related to MFR report # 2183996-2012-01419.

Event description:
On (B)(6) 2012, the pt reported she had back surgery and her blood glucose has been elevated to 450 mg/dl. Symptoms of elevated blood glucose were shakiness, thirst, and disorientation. Her normal blood glucose range is 90 - 130 mg/dl. She has been bolusing through the infusion device to reduce her blood glucose and also took a 5 unit insulin injection and her blood glucose has not decreased. The infusion device had previously been replaced. The pt switched to the replacement infusion device using the same insulin cartridge and infusion set and her blood glucose returned to normal. She believes elevated blood glucose was caused by back pain as well as the infusion device delivering too little insulin. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.